Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) bolus express button dome switch. No unlocked lcd keypad connector noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons was stuck. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the hard time with buttons when tried to bolus or change screens. The insulin pump will not be returned for analysis.